Manufacturer narrative:
No complaint was received with the return of the product. Failure event observed during analysis. Final analysis found a partial lead with the distal tip measuring 49.5 cm was returned for analysis. External insulation abrasion was noted at 46.0-46.1 cm from the distal tip, consistent with lead friction to the device can. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.